Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, lung disease. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
On previously submitted report, evaluation result was incorrectly reported. It should be- the manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, lung disease. The patient required no medical intervention. The ventilator was returned to the manufacturer for evaluation and visible foam particles were noted in the airpath. The devices sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped. Section "component code grid (1) " and "conclusion code grid (1)" in box h has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging nose irritation, lung disease. The patient required no medical intervention. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. No repair was performed. The unit will be scrapped.